Event description:
During an atrial fibrillation procedure, an effusion was noted in the left atrial appendage. The ablation catheter came out of the long sheath and, entered the left atrium and immediately went through the left atrial appendage. The patient became bradycardic and hypotensive. An ultrasound and ice were performed which confirmed an effusion. A temporary pacemaker was attached to the cs catheter to keep the patients heart rate and blood pressure up. It is unknown if there was any other treatment for the effusion. The perforation likely occurred from the ablation catheter perforating the left atrial appendage. There were no performance issues with any abbott devices.

Manufacturer narrative:
Additional information: d9, g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. The cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.